Event description:
The customer reported the system displayed poor image quality, the image intermittently loses contrast and the image become grainy. The patient size had no effect on the problem. The unit was still functional and no patient injuries were reported

Manufacturer narrative:
The ge service rep witnessed the operation of the c-arm for all day cases and noticed the reported image issue in the last case. All required repair to be completed at later date, system will be taken out of service until all required repair completed, this call closed.